Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient said prior to their device surgery in (B)(6) 2020, they had "a scope patient was told: everything was good." Then, they had five months of feeling like crap waiting to get their stimulator replaced. During the five months, they saw their primary care physician, and did monthly bloodwork and were sent to a gastroenterologist to do a colonoscopy.

Manufacturer narrative:
Date of event. Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.